Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, right after a replacement procedure was performed for normal battery depletion, the recently implanted pacemaker reverted into safety mode. Technical services (ts) could not explained as this is not advisory behavior because it's too early in the life of the device and suspected that any electrocautery device, but the field representative stated that no device was used. Ts recommended to replaced the device and returned it for analysis.. Subsequently, this device was explanted and replaced on a replacement procedure on the same day. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. Analysis of the device confirmed it was operating in safety mode. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that, right after a replacement procedure was performed for normal battery depletion, the recently implanted pacemaker reverted into safety mode. Technical services (ts) could not explained as this is not advisory behavior because it's too early in the life of the device and suspected that any electrocautery device, but the field representative stated that no device was used. Ts recommended to replaced the device and returned it for analysis. Subsequently, this device was explanted and replaced on a replacement procedure on the same day. No additional adverse patient effects were reported outside the revision procedure.